Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the review of the medical article "efficacy and safety of electrosurgical balloon-assisted leaflet modification to prevent coronary obstruction during transcatheter aortic valve replacement", corresponding authors mostafa naguib, et al published on march 2026 on structural heart vol 10, issue 3 journal. Per literature article, three (3) patients with a magna ease valve implanted for an unknown implant duration underwent valve-in-valve procedure due to unknown reasons. Patients were alive at 30-day follow up.